Event description:
It was reported that the 2.25x12 rx trek coronary dilatation catheter was successfully used in the moderately tortuous and moderately calcified lesion in the right coronary artery. There was no resistance during advancement of the trek to the lesion. It was inflated at 6 atmospheres, 10 atmospheres, then 6 atmospheres for 19 seconds each. The trek was removed from the lesion without resistance, but it was noted that the shaft separated. Since the procedure was completed, the separated segment of the trek was removed with the guide catheter. No part of the trek was left in the anatomy. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.